Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received compromised force sensor system alarm and also the drive support cap is protruded. Customer¿s blood glucose level was unknown. Customer will get replacement pump due to button error reporting an compromised force sensor system alarm. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/compromised force sensor system test due to loose/protruded drive support disk. Unit was received with peeling keypad overlay, cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and stained address/serial number label.